Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (partial hysterectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (partial hysterectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 24-nov-2022: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('further sectioning, noted embedded within the bilateral cornu, are segments of coiled metallic wire') and device breakage ('residual 0.6 cm in length portion of coiled metallic wire') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included dysmenorrhea. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criterion intervention required) and device breakage (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2022. At the time of the report, the embedded device and device breakage outcome was unknown. The reporter considered device breakage and embedded device to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2022: clinical data: dysmenorrhea specimen: uterus-cervix, bilateral fallopian tubes diagnosis: uterus, cervix, bilateral fallopian tubes, hysterectomy and bilateral salpingectomy - leiomyomata uteri, see comment, - adenomyosis, - unremarkable endometrium, - endometrial polyps, benign fallopian tubes with paratubal cysts & - benign cervix. Comment: there is no increased mitotic activity, coagulative necrosis or increased cellularity in the sections from myometrial nodules supporting the above rendered diagnosis of leiomyomata uteri. Gross description: the specimen is received in formalin, labeled with uterus, cervix, bilateral fallopian tubes as the specimen site, and consists of a 96 g, 8.4 cm fundus to cervix, 5.2 cm right to left, 4.4 cm anterior to posterior unopened uterus, with attached cervix, and bilateral detached fimbriated fallopian tubes. On further sectioning, noted embedded within the bilateral cornu, are segments of coiled metallic wire, up to 1.7 cm in length by 0.1 cm wide, consistent with essure tubal ligation devices. The bilateral fallopian tubes are separately received within the container, undesignated, grossly similar, each fimbriated, and each 4.6 cm in length, with a diameter of 0.6 cm. One of the fallopian tubes is associated with a single 1.5 cm in greatest dimension serous filled fluid, smooth-walled paratubal cyst. This fallopian tube, on sectioning, reveals a residual 0.6 cm in length portion of coiled metallic wire within its lumen. Otherwise, on sectioning, the bilateral fallopian tube lumens are unremarkable. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 13-jun-2023: medical record received. Event medical device removal is replaced with event device embedded and device breakage. Lab data added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("further sectioning, noted embedded within the bilateral cornu, are segments of coiled metallic wire") and device breakage ("residual 0.6 cm in length portion of coiled metallic wire") in an adult female patient who had essure inserted for female sterilisation. The patient had a medical history of dysmenorrhea. On (B)(6) 2010, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced embedded device (seriousness criterion intervention required) and device breakage (seriousness criterion medically important). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered device breakage and embedded device to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: clinical data: dysmenorrhea specimen: uterus-cervix, bilateral fallopian tubes diagnosis: uterus, cervix, bilateral fallopian tubes, hysterectomy and bilateral salpingectomy - leiomyomata uteri, see comment - adenomyosis - unremarkable endometrium - endometrial polyps benign fallopian tubes with paratubal cysts - benign cervix comment: there is no increased mitotic activity, coagulative necrosis or increased cellularity in the sections from myometrial nodules supporting the above rendered diagnosis of leiomyomata uteri gross description: the specimen is received in formalin, labeled with uterus, cervix, bilateral fallopian tubes as the specimen site, and consists of a 96 g, 8.4 cm fundus to cervix, 5.2 cm right to left, 4.4 cm anterior to posterior unopened uterus, with attached cervix, and bilateral detached fimbriated fallopian tubes. On further sectioning, noted embedded within the bilateral cornu, are segments of coiled metallic wire, up to 1.7 cm in length by 0.1 cm wide, consistent with essure tubal ligation devices. The bilateral fallopian tubes are separately received within the container, undesignated, grossly similar, each fimbriated, and each 4.6 cm in length, with a diameter of 0.6 cm. One of the fallopian tubes is associated with a single 1.5 cm in greatest dimension serous filled fluid, smooth-walled paratubal cyst. This fallopian tube, on sectioning, reveals a residual 0.6 cm in length portion of coiled metallic wire within its lumen. Otherwise, on sectioning, the bilateral fallopian tube lumens are unremarkable quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.